Event description:
Treatment of an avm with onyx. It was reported that onyx could not be vizualized during injection through the balt sonic catheter. No patient injury reported.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification. (B)(4)